Event description:
It was reported that the coating of the device peeled off. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle of the left anterior descending artery. During the percutaneous coronary intervention (pci), the opticross imaging catheter was used five to six times for intravenous ultrasound without any problem. After deployment of a non-bsc stent, the physician felt slippage of the imaging catheter became worse making it difficult to advance near the lesion. The physician reported that the coating material of the imaging catheter may have peeled off due to the device being used repeatedly. No reported debris left from the peeling off. The imaging catheter was removed as a whole without any problem. During visual inspection of the device outside the body, it was unable to confirm the peeling. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that no coating issue was found during visual inspection. No peeling was observed done the length of the device. The telescope assembly was able to properly pullback and advance. The distance from the distal end of the transducer housing to the tip of the catheter measured 22.0 mm. The product specification for this dimension of the distance is 16-24 mm. The observed distance is within specification. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the coating of the device peeled off. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle of the left anterior descending artery. During the percutaneous coronary intervention (pci), the opticross imaging catheter was used five to six times for intravenous ultrasound without any problem. After deployment of a non-bsc stent, the physician felt slippage of the imaging catheter became worse making it difficult to advance near the lesion. The physician reported that the coating material of the imaging catheter may have peeled off due to the device being used repeatedly. No reported debris left from the peeling off. The imaging catheter was removed as a whole without any problem. During visual inspection of the device outside the body, it was unable to confirm the peeling. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.